Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a chemotherapy paclitaxel was supposed to infuse at a rate of "197.7ml/hr. Rounded to 198ml/hr." Over three (3) hours with volume to be infused set at 593.17ml, but it infused over five (5) hours instead. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device eval by manufacturer?. Annex a: a1801, a23. Annex g: g04037, g02017, g0200802. Annex b: b01, b14. Annex c: c23, c0601. Annex d: d15, d11.

Event description:
It was reported that a chemotherapy paclitaxel was supposed to infuse at a rate of "197.7ml/hr. Rounded to 198ml/hr." Over three (3) hours with volume to be infused set at 593.17ml, but it infused over five (5) hours instead. There was patient involvement but no harm.